Event description:
It was reported that the device possibly indicated elective replacement (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.